Event description:
A male underwent evar in 2009. Since the patient's proximal neck was 10mm and there was aortic narrowing (artery diameter 18mm) condition happening, he was not suitable for endovascular repair. In addition, there was adhesive between both iliac artery and retroperitoneum. When the physician inserted the main body from contralateral approach, and trying to target the distal iliac leg to the bifurcation area of left internal and external iliac artery, the stent graft covered a little bit of internal iliac artery. The final angiography shows that type I endoleak from contralateral ilia leg (1820334-2009-00729). The physician carried out another ballooning and found that the right common iliac artery was dissected, so the physician placed another iliac leg and elongated until right external iliac artery. Since the flow of the left internal iliac artery was weak, it was kept under observation, but after that, the flow stopped, so the patient was kept under observation in ICU. The following month - the left internal iliac artery was opened. Even though the right internal iliac artery was dissected, since there was no blood tumor at the retroperitoneum, the patient discharged last week.

Manufacturer narrative:
Event evaluation - still under investigation.